Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus singapore pte. Ltd (osp), there was a possibility that the reported phenomenon was attributed to the breakage of the cable resulting from unexpected stress applied to the cable due to user handling. This may have resulted in the failure to display endoscopic images.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that no endoscopic image was displayed. Then, olympus inspected the device at the service department of olympus (B)(4). And found that cable unit had cuts and the coupler unit was unable to move smoothly. The customer was using the device putting a tape on the cuts. There is possibility that water enters from the cut during autoclaving. There was no report of patient injury associated with this event.